Event description:
The customer reported via phone call that the paramedics came out on (B)(6) 2014 because children thought she passed because she was not responding but her eyes were wide open. Customer found that her blood glucose went low and the paramedic gave her a glucagon shot. The paramedics did not take her to the emergency room. Customer's blood glucose at the time of the incident was 18 mg/dl. Customer's current blood glucose was 157 mg/dl. Customer has treated with glucose tablets. Customer had been experiencing low blood glucose for that day. Customer was unsure of the cause of her low blood glucose. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.